Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (20 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The nurse reported that the patient was admitted to her hospital and was complaining of increased jaw and neck pain and the internist wanted someone to come and check the pump status. Per the reporter, the internist had spoken to the pump managing physician and the pump was recently refilled. Additional information was received from a company representative who reported that the patient was having nausea/vomiting, shakiness, and increased pain. The patient said she felt like she was not getting any medication through the pump even when she administered a bolus with her ptm (personal therapy manager). The patient¿s symptoms improved with IV (intravenous) morphine. The patient denied any falls/accidents. The pump was interrogated and there were no active alarms and no motor stalls per the logs. The nurse was informed of the pump interrogation findings, and the dye study procedure to determine the status of the catheter was expl ained. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Event description:
Additional information received reported that the symptoms the patient was having was the patient described having shaking, nausea, stated she vomited, and had increased pain. The reporter was not aware if the cause of the symptoms was determined or if the cause of the issue was determined or what actions/interventions were or would be performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.